Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the broken wired was caused by fatigue breaking due to repeated stress. However, a definitive root cause could not be determined. The user may reduce and prevent occurrence of the subject event by implementing the below instructions for use (IFU). ¿instructions for safe use¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that a wire of the duodenovideoscope broke. The issue occurred during inspection of the unit. The intended therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation confirming the forceps lifting wire was damaged and out of specification. Should additional relevant information become available, a supplemental report will be submitted.